Event description:
The catheter tip was steam shaped total of three times. While navigating the catheter, physician reported the tip marker band was missing. The marker band was found in the water tray outside of the patient.

Manufacturer narrative:
The catheter has been returned and is being evaluated. A follow up report will be submitted after evaluation is completed.